Manufacturer narrative:
Welch allyn service was unable to confirm the customer's allegation of the device sparking at mains. The device was investigated and no problem was found. The device functioned as intended. No further investigation will be conducted.

Manufacturer narrative:
A follow-up report will be submitted once the device evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their cvsm unit sparked at mains. There was no death or injury associated with this complaint. The customer did not provide any patient information. This report was filed in our complaint handling system as complaint (B)(4).